Event description:
It was reported by service report that there was red fluid on base hood. Fluid dripped onto floor but nobody stepped in it. No patient involvement or adverse consequences are reported.